Event description:
It was reported that the ilet pump displayed alert 38 for consecutive stalled motor and repeatedly showed unable to proceed during set-up steps despite multiple restarts and dry-run attempts, after which a replacement pump was arranged and the user initiated backup therapy. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified with the device consistent with a stalled motor event. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.